Manufacturer narrative:
Dates estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed and due to limited amount of information available and the article covering multiple patients, a cause for the reported single leaflet device attachment/slda could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Attached article, titled, "a heart team¿s perspective on interventional mitral valve repair: percutaneous clip implantation as an important adjunct to a surgical mitral valve program for treatment of high-risk patients¿.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: single leaflet device attachment/slda. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "a heart team¿s perspective on interventional mitral valve repair: percutaneous clip implantation as an important adjunct to a surgical mitral valve program for treatment of high-risk patients¿. No additional information was provided.